Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause can be attributed to use error, as the fraying can be caused by pulling or adjusting the strands along a sharp or rough edge.

Event description:
On 9/24/2021, it was reported by a sales representative via email that an ar-3638 fibertak suture looked frayed and ended up tearing. This was discovered during a labral repair after the anchor was implanted and surgeon attempted to pass the repair stitch. Surgeon ended up putting in a new anchor and it seated well. Case was completed successfully and patient was not affected.